Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1151) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 39-year-old female patient who had essure (batch no. B68017 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("had gain weight and could not loose it, looked like she was 4 months pregnant/ weight gain"), depression ("very depressed/ depressed"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), infection ("infections"), stress ("stress"), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergic reaction"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, weight increased, depression, fatigue, menstrual disorder, infection, stress, urinary incontinence, hypersensitivity, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge and hot flush outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, stress, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint.invalid lot number. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1151) on 05-oct-2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 39-year-old female patient who had essure (batch no. B68017 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced depression ("very depressed/ depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced weight increased ("had gain weight and could not loose it, looked like she was 4 months pregnant/ weight gain"). On (B)(6) 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infections"), stress ("stress"), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergic reaction"), mood altered ("mood changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, nausea and dyspareunia was resolving and the autoimmune disorder, weight increased, depression, menstrual disorder, infection, stress, urinary incontinence, hypersensitivity, mood altered, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, hot flush, anxiety and mood swings outcome was unknown. The reporter considered anxiety, autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, pelvic pain, stress, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received- new event mental anguish, mood swings were added. Outcome of menorrhagia, fatigue, vaginal haemorrhage, nausea, dyspareunia updated to recovering / resolving. Concomitant and treatment medication were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 39-year-old female patient who had essure (batch no. B68017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("had gain weight and could not loose it, looked like she was 4 months pregnant/ weight gain"), depression ("very depressed/ depressed"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), infection ("infections"), stress ("stress"), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergic reaction"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, weight increased, depression, fatigue, menstrual disorder, infection, stress, urinary incontinence, hypersensitivity, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge and hot flush outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, stress, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number reporter information, patient details, other relevant history, product information and events- mood changes, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, hot flashes were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1151) on 05-oct-2015. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic') in a 38-year-old female patient who had essure (batch no. B68017-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included overweight and asthma. Concomitant products included ergocalciferol, escitalopram, medroxyprogesterone acetate (depo-provera), methocarbamol and verapamil. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). On (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2014, the patient experienced depression ("very depressed/ depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced nausea ("nausea"). In 2014, the patient was found to have weight increased ("had gain weight and could not loose it, looked like she was 4 months pregnant/ weight gain"). On (B)(6)2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reactions"), menstrual disorder ("menstruation issues"), infection ("infections"), stress ("stress"), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergic reaction"), mood altered ("mood changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, nausea and dyspareunia was resolving and the autoimmune disorder, weight increased, depression, menstrual disorder, infection, stress, urinary incontinence, hypersensitivity, mood altered, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, hot flush, anxiety and mood swings outcome was unknown. The reporter considered anxiety, autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, pelvic pain, stress, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Company causality updated from non assessable to unrelated for event infection nos and for apareunia updated from unrelated to related. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 05-oct-2015. The most recent information was received on 30-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune reactions") and weight increased ("had gain weight and could not loose it, looked like she was 4 months pregnant/ weight gain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), depression ("very depressed/ depressed"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), infection ("infections"), stress ("stress"), urinary incontinence ("urinary incontinence") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, autoimmune disorder, weight increased, depression, fatigue, menstrual disorder, infection, stress, urinary incontinence and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, depression, fatigue, hypersensitivity, infection, menstrual disorder, pelvic pain, stress, urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2017: summons received. Reporter information updated, essure indication and start date updated. Events menstruation issues, severe pelvic pain, fatigue, infections, stress, urinary incontinence, allergic reaction and autoimmune reactions were added. Event term weight gain and depressed were added to previously reported events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.